Manufacturer narrative:
The autopulse platform (s/n 32788) was returned to the manufacturer for evaluation on 10/28/2015. Investigation results as follows: visual inspection was performed and no physical damages were observed. A review of the platform's archive was performed and no user advisories or warnings relating to the customer's report complaint were observed. Thus the customer's reported complaint was not confirmed. Unrelated to the reported complaint, multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages were observed on the reported event date of (B)(6) 2015. Functional evaluation of the returned platform was performed and the customer's reported complaint was unable to be replicated. The autopulse was run with a test mannequin for approximately 15 minutes and a large resuscitation test fixture (lrtf) for approximately 30 minutes with no user advisories or warnings observed. Additionally, the device was powered on using an in-house li-ion battery and the on/off button was pressed approximately 10 times with no faults found. Load cell characterization testing was also performed, which found that both load cells were functioning within specification. Based on the investigation results, the battery cable and power switch were replaced as a precaution. In summary, the customer's reported complaint of the autopulse platform being unable to power up was not confirmed through review of the archive or during functional evaluation. The platform passed all testing criteria. The battery cable and power switch were replaced as a precaution and the device passed all testing criteria.

Event description:
It was reported that the autopulse platform is unable to power up. The customer exchanged the batteries, however the issue would not resolve. No adverse patient sequelae was reported. No additional details were provided.